Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), product type: implantable neurostimulator. Product ID neu_unknown_lead, product type: lead. Product ID 3058, serial# (B)(4), product type: implantable neurostimulator. (B)(4). Device received and analysis is anticipated but not yet begun.

Event description:
The manufacture representative reported high intra-operative impedances, noting they were greater than 4000 ohms. After several attempts to remove and reinsert the lead, the implantable neurostimulator (ins) did not get "good" impedances. Another ins was opened and implanted, but the "same thing" occurred as well; the impedances were "off" and the cause of the high impedance remained unknown. Each individual polarity setting was tested by cycling them on and off for 3 second which worked well and the issue was resolved at the time of the report. The initial ins was sent for analysis and the patient was alive with no injury.

Manufacturer narrative:
Analysis of the ins showed the setscrew was backed out too far. Another insignificant finding included foreign material in ports.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.